Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recieved information that this right atrial (ra) lead was capped during a device replacement procedure for normal battery depletion. The ra lead had been dislodged for five years and became chronic. A new lead was successfully implanted.